Event description:
A malfunction alarm was reported by a distributor from norway, involving a pump with a malfunction code of malf 16. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.